Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided from the analysis.

Event description:
It was reported that this right atrial lead moved and exhibited helix retraction issues. Patient had also a heart wall perforation and effusion was observed. A surgical intervention was required to extract and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed electrical tests. Lead was determined to have met specifications. Product investigation did not provide any additional information.

Event description:
It was reported that this right atrial lead moved and exhibited helix retraction issues. Patient had also a heart wall perforation and effusion was observed. A surgical intervention was required to extract and replace this lead. No additional adverse patient effects were reported.